Manufacturer narrative:
H3 "other", h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. Additionally, no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per instructions for use (IFU) for the gore® propaten® vascular graft the following is stated: adverse events potential device or procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.

Event description:
The following literature article was reviewed and submitted by the clinical complaints specialists team: duarte a, soares tr, cabral g, et al. Inverted t bypass: a solution for distal revascularization in the absence of an adequate autologous vein graft. Angiol cir vasc. 2023;19(3):171-177. Doi:doi.org/10.48750/acv.574. This is a single center retrospective study of all patients who underwent inverted t bypass for chronic limb-threatening ischemia (clti) associated with peripheral arterial disease (pad) between february 2017 and december 2022. The study included 25 patients (17 male, median age 77), all received. Gore® propaten® vascular graft during the surgery. During the follow up period, occlusions were seen in 9 patients and 4 had reintervention. Reinterventions occurred at <30 days, 5 months, 8 months, and 13 months. Recurrence of clti occurred in 14% of patients at one year and 21% at two years. During the follow up, 8 patients had major amputation.

Manufacturer narrative:
Duarte a, soares tr, cabral g, et al. Inverted t bypass: a solution for distal revascularization in the absence of an adequate autologous vein graft. Angiol cir vasc. 2023;19(3):171-177. Doi:doi.org/10.48750/acv.574. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.